Manufacturer narrative:
H.6. Investigation summary: in response to the event reported, a device history review was conducted for lot number 1022262. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a photograph of the reported event has been provided. Our engineers noted that the tubing in the photograph had been sandwiched between the top and bottom webbing of the packaging. Based on this image they have determined that the root cause is most likely related to human error during the manual packaging process. To prevent future occurrences of this issue the appropriate personnel have been notified of the situation in order to raise awareness of similar non-conformances and increase the accuracy of remedial actions. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 bd secondary sets experienced damaged tubing. The following information was provided by the initial reporter: has crushed tubing due to packaging defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd secondary sets experienced damaged tubing. The following information was provided by the initial reporter: has crushed tubing due to packaging defect.